Event description:
A customer reported a cartridge alarm with their tandem mobi device. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer technical support instructed the customer to remove the cartridge and deliver a bolus, which was successful. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.